Event description:
Customer reported that they could not rotate the image. This case and all following cases were completed with no affect to pt.

Manufacturer narrative:
Service rep investigated as reported and repaired high voltage wire. No injury reported. System returned to service.